Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with implantation of a 300cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced pain in her right breast. Upon a physical evaluation, a medical professional stated the breast felt different when palpating the area. Magnetic resonance imaging was conducted, and the patient was diagnosed with a ruptured right breast implant. As a result, the patient underwent removal without replacement on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information pertaining to the adverse event. Upon surgical pathology inspection and inspection of the device after explantation by the surgeon, no ruptures or perforations to the device were identified. As such, the device was not ruptured and does not pertain to this file. However, the microscopic diffusion of silicone gel through the breast implant elastomer shell (gel bleeding) cannot be excluded. Furthermore, a granuloma was discovered in the right breast and the patient was diagnosed with baker grade iii capsular contracture. As such, the contralateral capsular contracture is associated with manufacturer report number 1645337-2022-07736. Reason for device explant and/or reoperation: capsular contracture, granuloma, gel leak manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and no apparent damage or leaks were observed on the breast implant. The event described could not be confirmed as the breast implant was returned without detectable leaks. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer¿s reference number: (B)(4).